Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient is reporting additional pain since being implanted. The patient met with a manufacturer re presentative (rep) about 1.5 months ago post implant to report the device was not working for her pain (never had therapeutic effect). No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient state she had issues with the therapy since she's had the device put in. The patient stated they are still trying to fine different settings that will help her, but so far it's not helping. No further complications were reported. No additional patient symptoms were reported. Patient reported they were implanted with a new ins after the previous ins had problems right after implant date. Pt said, with their previous ins, they could not feel therapy on their left side. Pt said they met with their mdt rep just after implant date and subsequently another rep and both mdt reps tried everything, but the spinal cord stimulator(scs) did not work for the pt. Pt said the "longer and longer they were implanted" the ins would not connect to the controller and ins kept losing charge. Pt met with rep and they performed some tests and informed the pt that something was wrong in the ins battery and the pt should have a replacement ins. Pt said they got a replacement ins and their leads were "moved up and adjusted in the process." Pt said mdt rep. Was "the best she had ever seen" and was "very responsive to the pt's needs." Patient services specialist documenting reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: a correction made to reflect the most accurate codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.